Event description:
It was reported that the patient was told by their health care provider (hcp) that she was able to get a bolus with the personal therapy manager (ptm) every four hours and the bolus was 5mg ¿per shot¿. The day prior to the report date when the patient requested a bolus she was getting a lockout. It was noted the patient had also been told by the hcp that they were trying to find out how much medication she needed to control her spasticity and by using the bolus at 5mg allowing them to increase up to 20mg should tell the hcp where ¿she needs to for her pain coverage¿. According to what was reviewed during the report, the ptm was reportedly not programmed for what the hcp meant to change it to. The patient was to see the hcp the following monday from the date of report. The patient was confused as to what the hcp told her because what he told her was different than what was programmed on the ptm. The hcp had told the patient they were studying her to see what worked and what didn¿t. The patient reported per lockout four times per ¿nothing it did not say day¿, one every six hours and four within twenty four hours. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 8840; product type programmer, physician. (B)(4).